Event description:
When removing the flexor raabe guiding sheath, it broke off in the patient. The patient was taken to surgery for removal. The patient is doing fine.

Manufacturer narrative:
Catalog# kcfw-6.0-38-70-rb-raabe. (B)(4). Event is still under investigation.